Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during implant of a cardiac resynchronization therapy defibrillator (crt-d) this lead was an attempted right atrial (ra) implant. The physician encountered difficulty deploying the lead helix. Finally, upon fixation and connection to the device pace impedance measurements greater than 3,000 ohms were observed despite in-range measurements via pacing system analyzer (psa). The lead connection was checked and found sufficient. As such, the lead was tested again via psa and returned in-range measurements. Upon reconnection to the device, noise was observed connected to both the atrial and ventricular lead ports. The lead was extracted and replaced with a competitor product that returned measurements within normal limits when connected to the psa and device. The device and competitor lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted with a stylet in the lead lumen. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.